Event description:
The customer states that a patient sample processed using a cell-dyn 1800 analyzer generated results that were questioned by a physician. The sample was repeated twice, yielding different results. It was noticed that during the second run, blood had dripped from the sampling probe. The results of the first and third runs were considered correct. No known impact to patient care/treatment was reported due to this issue. Service was dispatched. Initial run: hgb=10.7 g/dl, rbc=3.75 m/ul; second run: hgb=6.9 g/dl, rbc=2.1m/ul; third run: hgb=10.7 g/dl, rbc=3.64 m/ul.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4): material deterioration from normal wear. Investigation summary: the customer technical advocate (cta) had the customer run background count; all were zero (0), except for plt = 2.0 k/ul (specification of </= 10.0). The customer stated that autoclean is performed each week. The cta suggested running autoclean and observed the probe for drip. If no drip was present, the customer was instructed to run background count and run quality controls (qc). The cta instructed the customer to call back if issue was unresolved and requested a fax of the patient runs. During a follow-up with the customer, the cta was informed that autoclean was performed. The instrument generated a clog error upon running background counts and the customer cleared the orifice to resolve the issue. The customer was still running qc. The customer stated that the probe was no longer leaking. On (B)(4) 2009, the cta followed-up with the customer to request patient results from the hospital. The customer stated not having the results from the lab yet. The customer also stated having vacuum limit time-out prior to issue and again on (B)(6) 2009. A field service representative (fsr) was dispatched to resolve the issue. The issue was resolved by replacement of the 3.9 solenoid valve assembly, which had worn out from normal use. The instrument was within specification and no further investigation was required. The patient was not sent for recollection and specimen was not sent to another lab for repeat run. The physician determined that the first and last result were correct and followed patient history. The second result was not correct due to blood in the probe and then leaking out during the run. The likely cause of the probe leakage was due to vacuum limit time-out issue, which was resolved by an fsr visit. No further investigation required; instrument is within specifications. The issue is addressed in product labeling and indicates to contact abbott diagnostics customer service if a vacuum limit time-out error message is encountered by the customer. A non-statistical trend (nst) review was performed and no nst was identified. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to reported issue. This is the final report.